Manufacturer narrative:
The customer¿s report of a medication free flowing and infusing too quickly was not confirmed. Neither the pcu nor its logs were returned and a review of the pump module logs alone could not ascertain the date of the reported incident. The last programmed infusion noted on the module was recorded on (B)(6) 2017 at 11:15 am with a rate of 100 ml/hr and a vtbi of 72.785 ml. Testing and inspection of the returned pump module revealed no malfunctions and found the device infusing within specification. The event administration set was not returned for investigation. The root cause of the reported event was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an unspecified blood pressure medication free flowed and infused too quickly. The event is surmised to have occurred during patient use. Although requested no other event information was provided.